Event description:
Black fluid came out of attachment during a surgical procedure. No immediate pt effect was noted, but the hosp may file an MDR due to the potential for an infection caused by the fluid.